Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): concomitant medical devices: (cn: 02-012-35-3011, sn: (B)(4)) logic tibia ps mod insrt sz 3 11mm.

Event description:
Index surgery: (B)(6) 2011. Revision of left knee tibial components ¿ reason not reported.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of the patient¿s history of multiple falls which likely resulted in pain and aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant device(s): (cn: 02-012-35-3011, sn: (B)(6), logic tibia ps mod insrt sz 3 11mm. (E3) initial reporter's occupation: attorney. The following section(s) have additional info: d4 (UDI number).